Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to (B)(4) has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with no complaints for the right eye, however the topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints of any symptoms. Patient reported the event is not interfering with daily activities.  Bcva from (B)(6) 2018. Right eye pre-op 20/20 -2.50 x -1.00 x 10. Left eye pre-op 20/20 -3.00 x -1.00 x 155.